Event description:
The customer reported that the she cannot rewing her insulin pump the customer attempted to change the infusion set. The blood glucose was unknown. Assisted with safely rewinding the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.